Event description:
Had an essure implant in (B)(6) 2013. Had an hsg in (B)(6) and one tube had not closed off. Had another hsg today ((B)(6) 2013) and found that the device hsg "failed" according to my ob/gyn.